Manufacturer narrative:
A siemens healthcare diagnostics inc. Customer service engineer (cse) was dispatched to the customer site and determined that the power supply of the advia centaur xp instrument malfunctioned. The cse changed the damaged power supply, upgraded the power supply mainboard, performed a ring empty and fill, checked washing, and ran internal quality controls. The cause of smoke being emitted from the advia centaur xp instrument was due to the power supply malfunction. The instrument is performing within manufacturing specifications. No further evaluation of device is required.

Event description:
Smoke was emitted from an advia centaur xp instrument. The operator switched off the instrument. The customer indicated that there was no damage to property and no visible flames. There were no delays in reporting of patient results and no injuries associated with the smoke emitted from the instrument. There are no reports of impact to patient samples or adverse health consequences due to the smoke being emitted from the advia centaur xp instrument.